Event description:
The report we received from the clinical study indicated that eight months post implant; the patient experienced a 75% restenosis of the target leison. During the index procedure, the 2.75x18mm stent was implanted in the right posterior descending artery; deployed at 12 atmospheres (atm). The target lesion was described as a tapered, chronic total occlusion without calcification and timi 0. The lesion was pre-dilated to 10 atm with a 2.5x15 balloon. Eight months post implant, the target vessel presented timi ii flow and a 75% occlusion of the right posterior descending artery was identified. Consequently, a percutaneous transluminal angioplasty of the target lesion was performed and a rapamicin medicated stent was implanted.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information has been requested and will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.